Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was subsequently explanted during surgery the following day. The patient was reported as doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 b7 section d information references the main component of the system. Other relevant device(s) are: ens1018, serial/lot number n/a, use by date n/a, and UDI number n/a e1 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the transcatheter pulmonary bioprosthetic valve implant, the valve dislodged forward past the stent during unsheathing. The valve was pulled into the stent and became stuck in the mid stent and then dislodged back proximal to the stented conduit. The implanter attempted to advance the valve back into the stented conduit but it became stuck on the superior aspect of the stent. As the implanter attempted to resheath the valve but it flared one of the struts of the valve. The implanter attempted to use a balloon and guidewire to reposition the valve in the conduits but was unsuccessful. The implanter attempted to pull the valve out of the body but met resistance at the tricuspid valve. A gooseneck snare was used to pull the valve down and advance it into the stented conduit but was unsuccessful. The valve was then deployed proximal to the stented portion of the conduit. The valve was inflated to 5 atmospheres (atm) deploying the valve. As the valve was unstable, it was stented. It was reported the case was prolonged. Following the valve implant, tricuspid valve was noted to be leaking on intraoperative transesophageal echocar diogram (tee). The valve was reported to be not functioning due to stent that was placed across the valve and the patient went to the pediatric intensive care unit(picu). The following day, a flail anterior leaflet appeared to be torn off of the tricuspid valve and moderate tricuspid insufficiency was reported. The patient returned to the operating room (or) for right ventricle to pulmonary artery(rvpa) conduit exchange with a 25 millimeter (mm) pulmonary homograft. There was reported bleeding since patient's return to picu requiring ongoing resuscitation with progressive lactic acidosis and hemodynamic lability. The patient was hypotensive upon arrival to the or and the chest was opened emergently for mediastinal re-exploration for bleeding. Surgical repair with sutures and quicklots were placed to treat the bleeding. It was estimated that the patient loss 2 liters of blood. The patient's sternum was closed four days later. The patient was reported to be doing well and was discharged 7 days following the valve implant.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve within a previously implanted surgical conduit, a pre-implant balloon dilatation was performed due to calcification. During the valve implant, the valve dislodged proximally after unsheathing and prior to ballooning. 5-6 deployment attempts were made to position but the valve was unable to be pushed forward for implantation within the pre-stents. The valve was implanted and was stented through the valve to stabilize. Surgery was to follow the following day to replace the previously implanted conduit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images were provided for review. It was reported that the valve dislodged during implantation. However, cause of the dislodgement was not provided. As stated in the instructions for use, embolization or migration of the transcatheter pulmonary valve (tpv) is listed as a potential procedural complication that may result from implantation of the tpv. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Corrected data: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed blood transfusion were required as a result of the bleeding. Post operative tran sesophageal echocardiogram (tee)s revealed mild pulmonary stenosis.